Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 07/??/2004: [missing records: an operative report for the abdominal perineal resection with permanent colostomy was not provided.] (B)(6) 2005: (B)(6) healthcare. [Ni]. Operative report. Surgeon: (B)(6)., md. Anesthesiologist: (B)(6), md. Anesthesia method: general endotracheal. Circulator: (B)(6), rn. Circulator: (B)(6), rn, cnor. First scrub: (B)(6). Patient in operating room: 1050. Patient out operating room: 1146. Surgery start: 1100. Surgery end: 1140. Preoperative diagnosis: peristomal [sic] hernia. Postoperative diagnosis: same with also incidental finding of an umbilical hernia. Operation or procedure: repair of parastomal hernia and umbilical hernia. Indications for procedure: ¿mr. (B)(6) is a 49-year-old male who has a permanent colostomy after having rectal cancer. He noticed a bulging on the inferior portion of the colostomy which is causing him some difficulty with his colostomy irrigation which is consistent with a parastomal hernia.¿ procedure: ¿the patient was brought to the operating room and received a dose of IV antibiotics. Ted [thromboembolism-deterrent] hose and scd [sequential compression device] boots were placed, and he underwent general anesthesia with endotracheal intubation. The abdomen was shaved and prepped with duraprep and sterilely draped in usual fashion including ioban. A midline incision was made using his previous scar through subcutaneous tissue to the fascia. The fascia was kept intact. In the midline, there was a small umbilical hernia that was noted, and then the fascia was exposed back over laterally to the colostomy stoma and hernia. The fascia was dissected circumferentially with good exposure of the fascia, and the herniated tissue was able to be easily reduced back into the abdomen. The area was inspected, and it was felt that this could be closed with interrupted prolenes to give a good closure especially in view that the patient and family not really wanting to have mesh put in if not absolutely necessary. Interrupted 0 prolene sutures were then used to close the hernia defect from medially to laterally until there was adequate size stoma in the fascia still present. The fascia was then plicated to the underlying bowel to close the space. A separate stab wound was then placed, and a jackson-pratt drain was placed through the stab wound and placed in the inferior portion of the subcutaneous deep space. The hernia defect of the umbilicus was likewise closed with 0 prolene. The wound was irrigated. Then, there was excellent hemostasis. The wound was closed with running subcutaneous 3-0 vicryl, and skin clips were used to close the skin .¿ [missing record: a second page to the operative report with the signature of physician and completion of report was not provided.] (B)(6) 2006: (B)(6) healthcare. (B)(6), md. History and physical. Recurrent peristomal [sic] hernia. History of rectal cancer status post abdominal perineal resection in 2004 with a stage ii, t3 [tumor staging]. Completed 5 fluorouracil and pelvic radiation. No evidence of recurrent disease. Peristomal [sic] hernia developed and repaired in (B)(6) 2005. Mesh not placed at that time. Over last couple months started noticing increased bulging and difficulty with stomal irrigation. Consistent with recurrent hernia and presents for repair. Will probably need to use mesh this time. Medications: vitamins, hydrochlorothiazide, colace, vicodin. Works in construction field, but does not smoke cigarettes. Abdomen examination: soft with obvious bulge around stoma in left side of abdomen which with palpation is consistent with peristomal [sic] hernia. Impression: recurrent peristomal [sic] hernia. Plan: repair. Most likely need to do transabdominal approach to place mesh on the inside to help prevent further recurrence given history of previous repair and need for fairly heavy lifting in his work . (B)(6) 2006: (B)(6) healthcare. (B)(6), md. Operative report. Anesthesiologist: (B)(6). Anesthesia method: general. Circulator: (B)(6), rn. Preoperative diagnosis: recurrent parastomal (incisional) hernia. Postoperative diagnosis: same, reducible. Operation or procedure: repair of incisional parastomal hernia with gore-tex duomesh. Indications for procedure: ¿mr.(B)(6) is a 50-year-old male with a history of rectal cancer status post apr [abdominoperineal resection], and has developed a parastomal hernia. This is recurrent, as he had it repaired back in (B)(6) of 2005 as well. He presents now for repair, probably with mesh this time.¿ procedure: ¿the patient received a dose of IV antibiotics. Ted [thromboembolism-deterrent] hose and scd [sequential compression device] boots were placed and he was brought to the operating room and underwent a general anesthetic with endotracheal intubation. The mid abdomen was shaved and prepped with duraprep and sterilely draped in the usual fashion, including ioban, with the colostomy covered with a sponge to protect any exposure to the wound. The patient was sterilely draped. An incision was made using the previous midline incision, carried down to the midline fascia which was opened to give adequate exposure lateral to the stoma. These fascial edges were then grasped and retracted anteriorly and dissection around the stoma was performed. There were relatively minimal adhesions. The fascia was cleared completely surrounding the stomal defect, and the hernia reduced of the colon. Gore-tex duomesh 8 x 12 cm was then soaked in antibiotic irrigation and a keyhole incision made. This was then placed around the colostomy internally in the correct orientation, especially along the most lateral side. The edges were sewn to the edges of the colostomy defect. The hernia portion itself was more medial. The mesh was flattened out and sewn full thickness in interrupted bites with 0 prolene as well. Once this was nicely in place, then the keyhole was closed with interrupted prolene up to the colostomy to give a much smaller but still adequate sized opening for the colon and then it was likewise sewn as well to the fascia. This thus closed the parastomal incisional hernia. The colon was then brought out nicely and tacked to the anterior abdominal wall cephalad to help keep the colon from retracting back with 3-0 vicryl. All appeared well. All retractors and sponges were removed. The midline fascia was then closed with running 0 pds. The subcutaneous tissues were irrigated and the wound was then closed with staples and sterilely dressed and a new colostomy bag placed. All appeared well. Blood loss was minimal, all counts were correct .¿ (B)(6) 2006: (B)(6) healthcare (east). Surgical case record report. Implant log. Manufacturer description: m008136 mesh dual 8 cm x 12 cm 1dlmc02. Catalog number: 1dlmc02. Quantity: 1. Lot number: 04033083. Implants unable to enter into "available" [sic] space ¿ may include ancillary items . Records confirm a gore® dualmesh® (1dlmc02/04033083) was implanted during the procedure. (B)(6) 2013: (B)(6) system. (B)(6), md. History and physical. Chief complaint: recurrent parastomal hernia. Had hernia repairs previously in 2005 and 2006. Done well, but recently having difficulty with prolapsing of colostomy and some difficulty because of that with ability to irrigate. May have recurrence of parastomal hernia, but will evaluate laparoscopically and plan to repair if found, otherwise try to do a plication of colon internally to prevent further prolapse. Abdomen examination: has prolapsing of stoma, which can be reduced, it comes right back out. Not sure that I feel any recurrent hernia for sure. Impression: prolapsing colostomy, possible parastomal hernia. Plan: laparoscopic inspection, repair if necessary and plication of the colon . [Missing records: operative report for laparoscopic inspection, repair if necessary and plication of colon was not provided.] Records between (B)(6) 2013 and (B)(6) 2018 were not provided. [Missing records: records for visit to outside hospital including CT report prior to visit on (B)(6) 2018 to benefits health system were not provided.] (B)(6) 2018: (B)(6) system. (B)(6), md. Emergency room report. History of colon cancer with colectomy and stoma and multiple surgeries for ventral hernias presents with redness and possible abscess at hernia site near mesh. Had redness and swelling of midline incision for past 3 days. Has been getting worse. No fever of chills. Stoma output is unchanged. Seen at outside hospital where computed tomography scan was done and shows likely abscess near midline abdominal incision just medial to mash [sic] repair. At that facility white count was 14. Cancer free for around 14 years. Additional surgical history: incisional hernia x2. Former smoker. Abdominal examination: midline incision scar is red, erythematous, indurated, tenderness. No frank discharge. No fluctuance that I could appreciate. Presents with concern for abscess. Computed tomography scan shows likely abscess near incision site. May also involve abdominal mesh. White count mildly elevated. No signs of obstruction as normal output from ostomy and normal by mouth intake. Not septic appearing. Clinical impression: abdominal abscess. Admitted to floor . [Missing records: records for the CT showing likely abscess were on (B)(6) 2018 were not provided.] (B)(6) 2018: (B)(6) system. (B)(6), md. History and physical. Underwent incisional herniorrhaphy without mesh in 2006 and then incisional herniorrhaphy with mesh in 2008 [possible date errors; medical records show 2005 and 2006]. 2013 underwent laparoscopic incisional herniorrhaphy with adhesiolysis. At that time the defect was closed primarily. Over last 5-7 days has developed redness over the hypogastrium extending towards the stoma. Stoma has been difficult to irrigate. Pus has been coming out of the stoma. Seen at clinic and CT was performed. Shows large abscess over midline wound extending towards the mesh as well as significant inflammatory changes around the stoma. Abdomen examination: large area of cellulitis from the umbilicus extending down towards the pubic symphysis, extending towards the stoma. As I palpated the stoma and intubated the stoma, I could feel a shelf of mesh extruding through the stoma. The abdomen is otherwise soft and nontender. White count 14.7. Assessment/plan: infected mesh with erosion into the colostomy. Will require laparotomy with drainage of abscess, removal of infected mesh, re-sitting of colostomy. Plan admission, intravenous hydration, intravenous antibiotics, and subsequently perform this within next 24-48 hours. Discussed indication for surgery as well as risks, benefits, and alternatives associated with operation. Include, but not limited to bleeding, infection, anesthesia, mi, cva, and death. Also discussed the possibility of ongoing parastomal herniation. Will likely place biologic keyhole formation around the mesh. Discussed possibility of intra-abdominal abscess, superficial wound infection, deep venous thrombosis, pulmonary embolism. Does not smoke. If develops herniation, can perform robotic incisional herniorrhaphy down the road. (B)(6) 2018: (B)(6) system. [Unknown provider]. Surgical case record. Asa class: asa-3 severe systemic disease. (B)(6) 2018: (B)(6) system. (B)(6), md. Operative report. Preoperative diagnosis: infected mesh with erosion of mesh into colostomy and cellulitis and abdominal wall abscess. Postoperative diagnosis: infected mesh with erosion of mesh into colostomy and cellulitis and abdominal wall abscess. Preoperative diagnosis [procedure]: exploratory laparotomy. Removal of infected dual gore-tex mesh. Partial colectomy with colostomy re-sited. Incisional herniorrhaphy. Anesthesia: (B)(6), general with endotracheal anesthesia. Indications: the patient presents with the above-noted problems and now presents for exploration. Findings: ¿this was a difficult operation. The mesh was completed socked into the fascia and was completely full of pus. There was white creamy pus, probably a cup of it, in the subcu extending around the stoma. As I began to take the stoma down it was clear that it completely eroded through the colostomy and was within the lumen of the bowel. We able to completely remove all nonabsorbable suture and mesh. A resultant large hernia was noted. There was a significant amount of granulation tissue around. This was all debrided. We then had to mobilize a portion of the colon from the lateral aspect of the abdominal wall so as to provide adequate length for re-siting. I decided to put it in the right lower quadrant. It was extremely bulky as this patient irrigated his colostomy regularly and so it was quite large. We had to debulk it a bit. We then closed the large resultant hernia on the left lower quadrant, followed by a colostomy in the right lower quadrant, followed by a complex closure in the midline abdominal wall. For all these reasons then, this supports the difficulty modifier. The patient tolerated the procedure well. There were no complications.¿ description of procedure: ¿the patient was brought to the operating room and laid on the table in supine position. The patient was then intubated by dr. (B)(6) without difficulty. The patient was then prepped and draped in standard fashion. Midline incision made sharply with a 10 blade. Carried down to subcutaneous tissue. I immediately encountered about a cup of pus in the subcu, extending towards the stoma. The mesh was free floating in this pus; that is, at the medial aspect. I was able to bring this nicely into view, removing all the zero prolenes that had been used to sew this mesh to the fascia. However, I was not able to get to the lateral aspect of the mesh, so I continued my midline laparotomy down into the abdominal cavity. Adhesions were sparse. Continued our division of the fascia. It was at this point then that I considered making a t extending toward the stoma, then I decided rather to take the stoma down and see if I could get the mesh out from around the stoma. Therefore, an elliptical incision was made around the colostomy and carried down to subcutaneous tissue, after which I encountered mesh and pus. As I continued to take the mesh, it was very apparent that the mesh had completely eroded and was almost completely transecting the colostomy. We able then, with some difficulty, to completely excise the mesh as well as the ethibonds and prolenes that had been used to repair his previous parastomal hernia. We then, with some difficulty, were able to excise the colostomy from the surrounding fascia. It was profoundly adherent, and of course there was significant inflammatory change, with a large abscess pocket that the bowel was going right through, and so this proved difficult to dissect away from the posterior rectus sheath and the abdominal wall. I eventually got it freed up and mobilized a significant portion of the lateral into the left pericolic gutter so as to provide for length, and there really was excellent length of bowel in preparation for re-siting the colostomy in the right lower quadrant. At this point then I completed debrided all the excessive granulation tissue. I then copiously irrigated the left lateral abdomen. I then closed this large incisional hernia in two layers. The first layer consisted of the very thickened posterior rectus sheath with significant granulation tissue with 0 pds in running fashion. The anterior rectus sheath anteriorly was then closed with 0 pds in interrupted fashion. We turned our attention to re-siting the stoma. A quarter-sized defect was created in the right lower quadrant, carried down to subcutaneous tissue, and a cruciate incision was made in the anterior and posterior rectus sheath, after which the bowel was brought up very nicely through the anterior and posterior rectus sheath. I then made sure that this fascia was tight around it, using 0 vicryls to shore up the fascia very nicely, tacking it to the stoma as well. I then proceeded to close the midline wound. This took a while, particularly in the midline area, as the fascia was very thickened. However, I closed the fascia with a number #1 [sic] pds in a running fashion and intermittent retention sutures of 0 pds in a near far, far near inverted interrupted configuration, very nicely approximating the fascia, although the fascia where the abscess had been was extremely thickened and not of great integrity. We then packed all the wounds with 2 inch kerlix gauze. Proceeded to mature the stoma, removed the distal 1 cm of the stoma, and then tacked it circumferentially to the dermis with 3-0 vicryl after which the stomal appliance was applied. The patient tolerated the procedure well. There were no complications. Sponge and needle counts were correct x2. Estimated blood loss was less than 50 ml. The patient was extubated in the operating room and transferred to the postanesthesia care unit in stable condition .¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2018 procedure was not provided. A culture report detailing the analysis of the specimens collected during the (B)(6) 2018 procedure was not provided.] (B)(6) 2018: (B)(6) hospitals pathology.(B)(6), md. Pathology report. Accession number: (B)(4). Final diagnosis: colostomy, removal: extensive acute and chronic inflammation with area of epithelial ulceration and replacement by granulation tissue. Negative for malignancy. Gross description: the specimen, received in formalin labeled ¿infected colostomy¿, consists of a colostomy stoma with the bowel portion measuring approximately 9.5 cm in length and up to 3.5 cm in diameter. There grossly appears to be a full thickness erosion with granulation tissue. The skin ellipse measures 5.0 x 2.0 cm with a central area of puckered mucosa. Opening of the bowel reveals no neoplastic process. A representative sampling is submitted in 3 cassettes labeled as follows: 1a = surgical resection margin, 1b = erosion with granulation tissue, 1c = skin. Parts of this document were created using voice recognition. If errors are found, they need to be taken into context. Microscopic description: microscopic examination performed. Clinical history: infected mesh with erosion into colostomy and cellulitis and abdominal wall abscess . A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open parastomal hernia repair on (B)(6) 2006 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: large, mesh infection requiring debridement, mesh erosion, mesh removal, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: explanted. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span (B)(6), 2005 through (B)(6), 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. ¿ medical records from (B)(6), 2006 through (B)(6), 2013 and (B)(6), 2013 through (B)(6), 2018 were not provided. Patient information: medical history: · obesity ? (B)(6) 2004: 254 lbs., bmi 34.4 · smoking ? (B)(6) 2018: former smoker · rectal adenocarcinoma; treated with chemotherapy and radiation · permanent colostomy · (B)(6) 2006: recurrent hernia surgical procedures: ¿ (B)(6) 2004: abdominal perineal resection with permanent colostomy ¿ (B)(6) 2005: repair of parastomal hernia and umbilical hernia ¿ (B)(6) 2006: repair of incisional parastomal hernia with gore-tex duomesh. Implant: gore® dualmesh® biomaterial. ¿ 2013: laparoscopic incisional herniorrhaphy with adhesiolysis ¿ (B)(6) 2018: exploratory laparotomy. Removal of infected dual gore-tex mesh. Partial colectomy with colostomy re-sited. Incisional herniorrhaphy. Relevant medical information: ¿ (B)(6) 2005: repair of parastomal hernia and umbilical hernia. ? Indications: ¿49-year-old male who has a permanent colostomy after having rectal cancer. He noticed a bulging on the inferior portion of the colostomy which is causing him some difficulty with his colostomy irrigation which is consistent with a parastomal hernia.¿ ? Procedure: ¿a midline incision was made using his previous scar through subcutaneous tissue to the fascia. The fascia was kept intact. In the midline, there was a small umbilical hernia that was noted, and then the fascia was exposed back over laterally to the colostomy stoma and hernia. The fascia was dissected circumferentially with good exposure of the fascia, and the herniated tissue was able to be easily reduced back into the abdomen. The area was inspected, and it was felt that this could be closed with interrupted prolenes to give a good closure especially in view that the patient and family not really wanting to have mesh put in if not absolutely necessary. Interrupted 0 prolene sutures were then used to close the hernia defect from medially to laterally until there was adequate size stoma in the fascia still present. The fascia was then plicated to the underlying bowel to close the space . A separate stab wound was then placed, and a jackson-pratt drain was placed through the stab wound and placed in the inferior portion of the subcutaneous deep space. The hernia defect of the umbilicus was likewise closed with 0 prolene . The wound was irrigated. Then, there was excellent hemostasis. The wound was closed with running subcutaneous 3-0 vicryl, and skin clips were used to close the skin.¿ implant preoperative complaints: ¿ (B)(6) 2006: ¿recurrent peristomal [sic] hernia. History of rectal cancer status post abdominal perineal resection in 2004 with a stage ii, t3 [tumor staging]. Completed 5 fluorouracil and pelvic radiation. No evidence of recurrent disease. Peristomal [sic] hernia developed and repaired in (B)(6) 2005. Mesh not placed at that time. Over last couple months started noticing increased bulging and difficulty with stomal irrigation. Consistent with recurrent hernia and presents for repair. Will probably need to use mesh this time.¿ ¿ abdomen examination: soft with obvious bulge around stoma in left side of abdomen which with palpation is consistent with peristomal [sic] hernia. Impression: recurrent peristomal [sic] hernia. Plan: repair. Most likely need to do transabdominal approach to place mesh on the inside to help prevent further recurrence given history of previous repair and need for fairly heavy lifting in his work.¿ implant procedure: repair of incisional parastomal hernia with gore-tex duomesh. [Implant: gore® dualmesh® biomaterial 1dlmc02/04033083, 8cm x 12 cm x1 mm thick]. Implant date: (B)(6), 2006 ¿ wound classification: "clean¿. ¿ description of hernia being treated: ¿an incision was made using the previous midline incision, carried down to the midline fascia which was opened to give adequate exposure lateral to the stoma. These fascial edges were then grasped and retracted anteriorly and dissection around the stoma was performed. There were relatively minimal adhesions. The fascia was cleared completely surrounding the stomal defect, and the hernia reduced of the colon.¿ ¿ implant size and fixation: ¿gore-tex duomesh 8 x 12 cm was then soaked in antibiotic irrigation and a keyhole incision made. This was then placed around the colostomy internally in the correct orientation, especially along the most lateral side. The edges were sewn to the edges of the colostomy defect. The hernia portion itself was more medial. The mesh was flattened out and sewn full thickness in interrupted bites with 0 prolene as well. Once this was nicely in place, then the keyhole was closed with interrupted prolene up to the colostomy to give a much smaller but still adequate sized opening for the colon and then it was likewise sewn as well to the fascia. This thus closed the parastomal incisional hernia. The colon was then brought out nicely and tacked to the anterior abdominal wall cephalad to help keep the colon from retracting back with 3-0 vicryl. All appeared well. All retractors and sponges were removed. The midline fascia was then closed with running 0 pds. The subcutaneous tissues were irrigated and the wound was then closed with staples and sterilely dressed and a new colostomy bag placed.¿ relevant medical information: ¿ (B)(6) 2013: ¿chief complaint: recurrent parastomal hernia. Had hernia repairs previously in 2005 and 2006. Done well, but recently having difficulty with prolapsing of colostomy and some difficulty because of that with ability to irrigate. May have recurrence of parastomal hernia, but will evaluate laparoscopically and plan to repair if found, otherwise try to do a plication of colon internally to prevent further prolapse. Abdomen examination: has prolapsing of stoma, which can be reduced, it comes right back out. Not sure that I feel any recurrent hernia for sure. Impression: prolapsing colostomy, possible parastomal hernia. Plan: laparoscopic inspection, repair if necessary and plication of the colon.¿ [operative records were not provided.] Explant preoperative complaints: ¿ (B)(6) 2018: emergency room: ¿... Presents with redness and possible abscess at hernia site near mesh. Had redness and swelling of midline incision for past 3 days. Has been getting worse. Stoma output is unchanged. Seen at outside hospital where computed tomography [CT] scan was done and shows likely abscess near midline abdominal incision just medial to mash [sic] repair. At that facility white count was 14. Cancer free for around 14 years.¿ ¿midline incision scar is red, erythematous, indurated, tenderness. No frank discharge. No fluctuance that I could appreciate. Presents with concern for abscess. CT scan shows likely abscess near incision site. May also involve abdominal mesh. White count mildly elevated. No signs of obstruction as normal output from ostomy and normal by mouth intake. Not septic appearing. Clinical impression: abdominal abscess.¿ [CT report was not provided.] ¿ (B)(6) 2018: ¿over last 5-7 days has developed redness over the hypogastrium extending towards the stoma. Stoma has been difficult to irrigate. Pus has been coming out of the stoma. Seen at clinic and CT was performed. Shows large abscess over midline wound extending towards the mesh as well as significant inflammatory changes around the stoma. Abdomen examination: large area of cellulitis from the umbilicus extending down towards the pubic symphysis, extending towards the stoma. As I palpated the stoma and intubated the stoma, I could feel a shelf of mesh extruding through the stoma. The abdomen is otherwise soft and nontender. White count 14.7. Assessment/plan: infected mesh with erosion into the colostomy. Will require laparotomy with drainage of abscess, removal of infected mesh, re-sitting of colostomy . Plan admission, intravenous hydration, intravenous antibiotics, and subsequently perform this within next 24-48 hours.¿ ¿also discussed the possibility of ongoing parastomal herniation. Will likely place biologic keyhole formation around the mesh.¿ explant procedure: exploratory laparotomy. Removal of infected dual gore-tex mesh. Partial colectomy with colostomy re-sited. Incisional herniorrhaphy. Explant date: (B)(6), 2018 ¿ wound classification: ¿clean, contaminated.¿ ¿ findings: ¿this was a difficult operation. The mesh was completed socked into the fascia and was completely full of pus. There was white creamy pus, probably a cup of it, in the subcu extending around the stoma. As I began to take the stoma down it was clear that it completely eroded through the colostomy and was within the lumen of the bowel. We able to completely remove all nonabsorbable suture and mesh. A resultant large hernia was noted. There was a significant amount of granulation tissue around. This was all debrided. We then had to mobilize a portion of the colon from the lateral aspect of the abdominal wall so as to provide adequate length for re-siting. I decided to put it in the right lower quadrant. It was extremely bulky as this patient irrigated his colostomy regularly and so it was quite large. We had to debulk it a bit. We then closed the large resultant hernia on the left lower quadrant, followed by a colostomy in the right lower quadrant, followed by a complex closure in the midline abdominal wall. For all these reasons then, this supports the difficulty modifier.¿ ¿ procedure: ¿midline incision made sharply with a 10 blade. Carried down to subcutaneous tissue. I immediately encountered about a cup of pus in the subcu, extending towards the stoma. The mesh was free floating in this pus; that is, at the medial aspect. I was able to bring this nicely into view, removing all the zero prolenes that had been used to sew this mesh to the fascia. However, I was not able to get to the lateral aspect of the mesh, so I continued my midline laparotomy down into the abdominal cavity. Adhesions were sparse. Continued our division of the fascia. It was at this point then that I considered making at extending toward the stoma, then I decided rather to take the stoma down and see if I could get the mesh out from around the stoma. Therefore, an elliptical incision was made around the colostomy and carried down to subcutaneous tissue, after which I encountered mesh and pus. As I continued to take the mesh, it was very apparent that the mesh had completely eroded and was almost completely transecting the colostomy. We able then [sic], with some difficulty, to completely excise the mesh as well as the ethibonds and prolenes that had been used to repair his previous parastomal hernia. We then, with some difficulty, were able to excise the colostomy from the surrounding fascia. It was profoundly adherent, and of course there was significant inflammatory change, with a large abscess pocket that the bowel was going right through, and so this proved difficult to dissect away from the posterior rectus sheath and the abdominal wall. I eventually got it freed up and mobilized a significant portion of the lateral into the left pericolic gutter so as to provide for length, and there really was excellent length of bowel in preparation for re-siting the colostomy in the right lower quadrant. At this point then I completed debrided all the excessive granulation tissue. I then copiously irrigated the left lateral abdomen. I then closed this large incisional hernia in two layers. The first layer consisted of the very thickened posterior rectus sheath with significant granulation tissue with 0 pds in running fashion. The anterior rectus sheath anteriorly was then closed with 0 pds in interrupted fashion. We turned our attention to re-siting the stoma. A quarter-sized defect was created in the right lower quadrant, carried down to subcutaneous tissue, and a cruciate incision was made in the anterior and posterior rectus sheath, after which the bowel was brought up very nicely through the anterior and posterior rectus sheath. I then made sure that this fascia was tight around it, using 0 vicryls to shore up the fascia very nicely, tacking it to the stoma as well. I then proceeded to close the midline wound. This took a while, particularly in the midline area, as the fascia was very thickened. However, I closed the fascia with a number #1 [sic] pds in a running fashion and intermittent retention sutures of 0 pds in a near far, far near inverted interrupted configuration, very nicely approximating the fascia, although the fascia where the abscess had been was extremely thickened and not of great integrity. We then packed all the wounds with 2 inch kerlix gauze. Proceeded to mature the stoma, removed the distal 1 cm of the stoma, and then tacked it circumferentially to the dermis with 3-0 vicryl after which the stomal appliance was applied.¿ ¿ (B)(6) 2018: pathology: ? Final diagnosis: ¿colostomy, removal: extensive acute and chronic inflammation with area of epithelial ulceration and replacement by granulation tissue. Negative for malignancy.¿ ? Gross description: ¿the specimen, received in formalin labeled ¿infected colostomy¿, consists of a colostomy stoma with the bowel portion measuring approximately 9.5 cm in length and up to 3.5 cm in diameter. There grossly appears to be a full thickness erosion with granulation tissue. The skin ellipse measures 5.0 x 2.0 cm with a central area of puckered mucosa. Opening of the bowel reveals no neoplastic process."¿ ? Microscopic description: ¿microscopic examination performed.¿ ? [A pathology report detailing analysis of the device removed was not provided. A culture report detailing the analysis of the specimens collected was not provided.] Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: added lot #, expiration date, di #. H4: added device manufacture date. H6: conclusion code remains the same.